Manufacturer narrative:
As reported by our affiliate, during pci of a 90% stenotic lesion in the lad, the stent flared. The vessel was heavily calcified, and tortuousity was unknown. The femoral approach was chosen to reach the target lesion. After pre-dilation, the physician attempted to deliver the cypher (2.5/23mm) through the guiding catheter, but he felt some resistence at the sheath and connector section. Therefore, he removed the sds from the guiding catheter, and found the stent to be flared. A different cypher (lot unknown) was chosen and it was deployed safely, and the procedure was finished. There was no patient injury. This product is available for testing and evaluation, however; the engineering report is not yet complete.

Event description:
Flared stent.